Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e315 during inspection for use in an unspecified procedure involving an olympus gastrointestinal videoscope. The customer stated that even after cleaning the connections, the error persisted. There was no patient involvement.